Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated lactate dehydrogenase levels of 4578 u/l and dark urine. The patient's lvad pump was explanted and replaced with another manufacturer's device. No further information was provided.

Manufacturer narrative:
A potential cause of the reported event was confirmed during the evaluation of the returned pump. Examination of the pump¿s blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The observed thrombus could have contributed to the reported elevated lactate dehydrogenase levels and hematuria. The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis, and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Information from sus voluntary event report mw5061025: symptoms of congestive heart failure believed to be related to heartmate ii pump thrombosis. Patient's heartmate ii was surgically replaced. Thoratec heartmate ii lvad implanted on (B)(6) 2015 and explanted on (B)(6) 2016. Dates of use: (B)(6) 2015 to (B)(6) 2016. Reason for use: ventricular assistance.